Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a polyform device as a sling for stress urinary incontinence (sui) on (B)(6) 2007. As reported by the patient's attorney, the patient experienced stress urinary incontinence on (B)(6) 2011 and was treated with a coaptite injection. Boston scientific has been unable to obtain additional information regarding the event to date.